Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for excess gel separator with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were found as the tubes had the correct volume of gel separator. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for excess gel separator with the incident lot was observed. Although, retain samples were reviewed and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be manufacturing-related. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had low draw. No serious injury or medical intervention reported.